Event description:
The customer reported that during a procedure, the screen went blank and the live image was no longer viewable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable was repaired. The system was tested and found to be working as intended and put back into service.